Event description:
Add'l info has been rec'd. The aneurysm neck was reported to be 24 mm in diameter. The aneurysm neck length was reported to be 12-14 mm and was described as rather short. It was reported that the device has migrated to 3.4 cm below the left renal ostium with evidence of aneurysm expansion. A talent lps cuff was implanted in 2002 to seal the endoleak. The procedure was reported to be successful. No clinical sequelae were reported, and the pt is reported to be fine.

Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for endovascular treatment of an abdominal aortic aneurysm in 2000. Vessel and aneurysm morphology are unk. It was reported that the devices were deployed without incident, and that final angiography revealed no problems. In 4/2000, the left limb was thrombolized and stented. It was reported that the device had migrated and developed a type I endoleak. A talent cuff has been requested to treat the migration. The pt's status is unk. Despite multiple attempts to obtain info, no further info is available at this time.